Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to an unknown cause.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted controller event log file contained events from (B)(6) 2026, per the timestamps. The file captured continuous low flow alarms on (B)(6) 2026. The end of the file also captured a driveline disconnect alarm resulting in a pump stop as well as the controller being shut down. These events appear consistent with the patient's expiration and discontinuation of support. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed while the driveline was connected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. This section also explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 5 of the heartmate 3 lvas patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was found down at 1053, unresponsive and low flow alarming. The log files were normal until (B)(6) 2026 when the low flow flags followed by low flow alarms occur between 10:11:57 and 11:38:28. The driveline was disconnected at 11:38:28 and then reconnected at 11:38:31 and returned to operating at set speed. The driveline was disconnected again at 11:38:41 and remained disconnected to the end of the log file. The device was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that dental extraction was performed on (B)(6) 2026 with bleeding after, massage on (B)(6) 2026, and physical therapy on (B)(6) 2026, and overnight on (B)(6) 2026 to (B)(6) 2026 paroxysmal nocturnal dyspnea by the spouses report. In the morning on (B)(6) 2026 the patient was unwitnessed for unknown duration, then found down with low flow alarm. 922 was activated and resuscitation attempts were made.